Manufacturer narrative:
Citation: holm n et al. Complications with the micra tps pacemaker system: persistent complete heart block and late capture failure. Pacing clin electrophysiol. 2016 dec 20. Doi: 10.1111/pace.12998 earliest date of publish used for event date in. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) female patient with who underwent implant of a medtronic 23-mm corevalve evolutr (serial number not provided) transcatheter heart valve. Following the procedure the patient was noted with left bundle branch block, atrial fibrillation, and episodic sinus bradycardia. Subsequently a pacemaker was implanted. No additional adverse patient effects were reported regarding the heart valve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.